Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
Pt had revision surgery removing plate and screws due to an unrelated infection in the local area.